Event description:
The customer reported that the device was discovered with a failure code when being retreived for a patient use event. The patient was not resuscitated.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4)